Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3093-28, lot# v749517, implanted: (B)(6) 2011, product type: lead. Patient code (B)(4) pertain to ipg (B)(4) patient code (B)(4) pertains to tined lead (B)(4). Device code (B)(4) pertains to ipg (B)(4) device code (B)(4) pertains to tined lead (B)(4). Patient evaluation code pertains to ipg (B)(4) and tined lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change in therapy. A patient reported she is having accidents. Later, the patient's husband reported that it has not worked on any of the current programs (therapy). The patient reported that the stimulation is on and at first stated it was on program 3 at 1.6 v then later she said it was on program 2 at 2.0 v. The patient stated she saw her healthcare professional (hcp) and was told to turn stimulation off for a while then back on again. The patient states the stimulation has been off for about 1.5 weeks. The patient also noted having pain the stomach after increasing stimulation in (B)(6) of 2016, return of symptoms in (B)(6) of 2016, and pain in the back after increasing stimulation on (B)(6) 2016. The patient also noted burning at where she has rods. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.